Manufacturer narrative:
Both of the needles were returned for investigation. The needle manufacturing records were reviewed and no related deviations or concerns were found. The first needle failed the hi-pot test, while the second needle's electrical properties were found within specification. The first needle was disassembled where damage was found to the wire insulation on the heater wire. The exact root cause for the damaged insulation heater wire is under investigation.

Event description:
It was reported that during ithaw, the tech noticed that the patient was twitching. Stopped ithaw and started passive thaw with no more twitching. Two probes were being used and the customer is unsure which needle was causing the issue. The patient was not injured and the case was completed. The needles will be returned for investigation.